Manufacturer narrative:
Analysis of production records were performed. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Event description:
New information received on apr 18, 2019, indicates that the patient was stable.